Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink were confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the voyager nc instructions for use (IFU) states that if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, 90% stenosed, mid left anterior descending (lad) artery, the 3.5 x 15 mm voyager nc balloon dilatation catheter (bdc) was intended to be used for post-dilatation but it could not cross the lesion. Several attempts using force were made but the device could not advance across the lesion, however, the proximal shaft became kinked. The voyager nc bdc was removed from the anatomy. It was noted that the hypotube section within the anatomy had become separated into two pieces. Additionally, resistance had been noted during access and removal due to the anatomical vessel morphology. A second 3.0 x 12 mm voyager nc bdc was used to complete the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.